Event description:
A manual resuscitator was obtained and placed into use on a pt. However, the pt was not responding. It was noted that the resuscitator was missing the duckbill valve and was therefore not functioning properly. Another resuscitator was obtained. There was no pt compromise.